Event description:
A 60 year-old patient admitted with complex cardiac history, was found to have a second-degree block and underwent pacemaker placement today that was complicated by brief pea arrest. When arrived to the unit patient was hypotensive requiring levophed and dopamine. Had second cardiac arrest (pea & vt). He was intubated and acls was provided. Rosc achieved. Team decided to proceed with impella cp. Patient has had cp for over a week now and unable to wean, md decided to upgrade to impella 5.5. Patient had a cp in place, double barrel technique was attempted, md unable to cross, 5.5 not placed and impella cp remained in place. During impella 5.5 pump insertion, the patient experienced a failure to advance. Clinical stated that the physician was unable to get the 5.5 across the valve while attempting a double-barrel technique with the cp that was already in place. The 5.5 was then removed and the cp was kept in place. This is considered a reportable malfunction.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. During impella 5.5 pump insertion, the patient experienced a failure to advance. Clinical stated that the physician was unable to get the 5.5 across the valve while attempting a double-barrel technique with the cp that was already in place. The 5.5 was then removed and the cp was kept in place. This is considered a reportable malfunction.